Manufacturer narrative:
This report is still open. A follow up report will be submitted once the investigation is complleted.

Event description:
An end user reported an issue with an xcela std/t/6.6/sl/f/a. During the port placement procedure, the catheter hub was unable to flush after insertion. Ultimately, the procedure was completed using another port and there was no report of patient adverse event or harm by the end user. Via port catheters